Event description:
It was reported to a baxter corporate product surveillance associate that an infusor lv10 device over-infused on a (B)(6) male patient. The intended infusion was 2 grams of vancomycin, in 240ml of normal saline, to be infused over a 24 hour period. Instead, the entire amount infused in 4 hours. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor lv 10 device which overinfused was not confirmed nor duplicated during product evaluation. A visual test was performed with no signs of abnormality found. A performance test was also performed, finding the flow rate to be within the specified range. Therefore, no assignable cause can be given. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A labeling review was performed finding the current labeling to be sufficient on the directions for use (mixing and use information) for product code (B)(4).

Event description:
Customer reported leaking at the hub due to a crack. The customer is attaching an ICU medical clave connector buff cap (needle free connector), product code unknown to the male luer. This incident occurred in an unknown unit during patient use. A small amount of blood loss was reported, however no patient injury or medical intervention occurred. All connections appeared to be secure. It was unknown how long after set use began did the leak occur. No additional information is available. This is the 2nd report of 4.